Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain titanium hexed screw (iuniht) and one certain gingihue post (iwpp562g) were reported but not returned for investigation. Therefore, visual evaluation and functional testing could not be performed. This investigation addresses the reported screw (iuniht). DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iuniht dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: loosening). The customer did not submit images for the reported event. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: contraindications, warnings, precautions and potential adverse events. Per the applicable IFU, it is stated that overloading and improper technique may lead to device failure such as screw loosening. Based on the investigation and risk management file review as per rmf, the most likely root cause determined from the investigation were improper techniques used during placement ¿ inadequate treatment planning. Therefore, based on the available information, device malfunction and the reported event could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text: device was not returned.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the iuniht screw loosened ((B)(4)). Doctor replaced the screw, but the patient presented with a loose screw again at a later date ((B)(4)). Doctor thinks it's the abutment that's failing and not the screw. He believes there's something wrong with the abutment. He doesn't get why that keeps happening. Tooth #14. Implant is still in place.